Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a low out-of-range shock lead impedance measurement which was detected via the patient's remote monitoring system. Boston scientific technical services (ts) noted that the value was 0 ohms and suspected a possible electromagnetic interference (emi) at the time of the test. Previous measurements have been stable in the 40 to 50 ohms range and there had been no out of range measurement recorded for shock impedance. Additional information indicated that normal follow up will be continued. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.